Event description:
It was reported that while preparing for a urinary duct stenting treatment procedure, the coating of the sensor .038 3cm flex str/150cm guidewire peeled at the proximal portion of the wire. The device did not contact the pt. The procedure was completed with another of the same device. There were no pt complications reported with the pt's current condition listed as "good".